Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that following implant, the device was initially fully functional; however, with ongoing inflation, some buckling of the cylinders occurred, indicating that over-sizing was likely. A procedure to downsize the rear tip extenders (rte) attached to the device was performed. During the procedure, it was confirmed that the device was too large and this caused a deformity of the inflated cylinders. During that procedure the rtes were completely removed. It is believed that, during the closing of the surgical wound, the surgeon likely passed a suture needle though the cylinder wall, as the device suddenly automatically deflated and would not remain inflated. Subsequently, the cylinders and pump were also replaced. Only the original reservoir remained in situ, and this component was volume tested, emptied, and then refilled with new saline. As a 24cm device was not available during the revision surgery, a 21cm cx device was used. No patient complications were reported.